Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used lf4318 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is broken and trapped within the jaws, preventing them from opening. After manually opening the jaws, the device was found to activate normally and seal within specifications. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up.

Event description:
The customer reported that during normal use in a cystectomy, the knife of the device broke and would not retract. No patient injury occurred and a new device was used to continue the procedure. No piece of the device disengaged. Examination of the received sample on (B)(6) 2016 found the knife was trapped and contained within the jaws, preventing them from opening.